Event description:
It was reported that the patient implanted with this pacemaker presented to the emergency department (ed) with a history of heart palpitations since december. The device was pacing at 130 beats per minute at the time of the reported palpitations. Upon interrogation, the lead parameters were satisfactory and stable. The estimated battery longevity showed 5.5 years remaining, and the patient is 100% atrial paced. There were no significant episodes recorded. The sensor trending showed overpacing driven by the minute ventilation feature with pulses per minute often pacing up to 130 beats per minute with little to no exertion. Minute ventilation (mv) was set quite aggressively at a response factor of 15 with the accelerometer set to 14. When the mv was switched to passive mode, the sensor trending went almost flat, showing that the mv was driving the fast-pacing rates. These settings had been programmed in february; however, the patient's symptoms only started in december. No other changes had been reported, and the patient had not been sick. It was noted that the patient is mostly sedentary, and does not exercise much; therefore, likely does not need to be pacing that high. After a discussion with the ed physician, the mv was kept in passive mode and the accelerometer was left on. The patient has been booked for a follow-up with her cardiologist at the end of february, and further review will be completed at that time. No adverse patient effects were reported. This device remains implanted and in service.

Manufacturer narrative:
Investigation determined that the minute ventilation (mv) sensor in ingenio devices has the potential to increase the pacing rate to the maximum sensor rate more quickly than expected. As a result, a software update was released in 2013 that reduced the minimum mv response factor settings and re-distributed the remaining mv response factors to provide a consistent change in sensor rate across the range of mv response factors. This corrective action is expected to reduce, but not eliminate the occurrence of this behavior.